Event description:
It was reported the patient had skin erosion at the pocket site following a battery replacement. The device was explanted with the intent of re-implanting it at a later date. In the interim the old device, which was explanted because it was reaching the end of its lifecycle, was connected to the leads as an external device. The old device was not re-implanted. There was no patient injury, and the patient was doing fine.

Event description:
Any additional information received regarding the infection event will be reported in manufacturer report# 9614453-2013-00033.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was re-implanted on (B)(6)-2012. The patient developed an infection, and the doctor removed the device on (B)(6)-2012. The reporter stated that the patient died on (B)(6)-2012, and the cause of the event was unknown. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the same leads and extensions were used with both the activa and the kinetra. An adaptor was added when at the time of re-implantation of the activa. The activa was re-implanted on (B)(6) 2012, not (B)(6) 2012 as originally reported.

Manufacturer narrative:
The device was implanted on two dates, (B)(6)-2012. (B)(4).

Manufacturer narrative:
Correction: (B)(6) 2012.